Event description:
It was reported that a power outage happened during a case and when the power was restored the entire database on the etrak 2500p system was gone and could not load patient data from cd rom. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to rebuild the customer database. Rebuilt the database and confirmed the operation of the ups and verified system accuracy. The system was tested and found to be working as intended and placed back into service.